Event description:
It was reported to philips that the system was unable to perform exposure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform exposure. Upon troubleshooting fse found that the system failed to start due to insufficient oil in the oil cooler tank. Fse identified a problem with the cooling unit on the rack; a broken hose within the cooling unit was leaking into the rack's drip tray. To resolve this issue, fse replaced the cooling unit. The defective part was returned to philips for analysis and an oil leak at the deaerator hose. This failure was attributed to normal wear and tear. The system was returned to use in good working order. The codes were updated based on the investigation outcome.